Manufacturer narrative:
Detailed information regarding this event was not provided to bsc. We completed a good faith effort to obtain the information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced an infection. The patient underwent a revision procedure where the implantable pulse generator (ipg) was explanted. The patient was doing well postoperatively. The explanted device was disposed at the medical facility and was not returned. Despite multiple good faith efforts, boston scientific has been unable to obtain additional information regarding this event.